Manufacturer narrative:
Device was initially received for the complaint that there was a cassette attachment error, and it was found out during testing. During investigation found the contamination /dirt found at dso sensor area and opened at air detector side area. This malfunction makes the event reportable. The event log/alarm history was reviewed and confirmed the reported problem but not duplicated. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that battery contacts rusted. The probable cause of the reported problem contamination /dirt found at dso sensor area, dso seal moderate bubbling and opened at air detector side area. The main board and dso sensor was replaced. All functional test of the device passed after repaired.

Event description:
It was reported that there was a cassette attachment error, and it was found out during testing. During investigation found the contamination /dirt found at dso sensor area and opened at air detector side area. This malfunction makes the event reportable. There were no patient involvement and patient harm.